Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to register the patient. The site attempted 15 or more times to register the patient but was unsuccessful. The site attempted to register with tracer, 3 point, and point merge, but were unable to register. The site continued without the use of the navigation system. There was a reported delay to the procedure of 20 minutes. There was no impact on the patient outcome.